Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant request was received for the patient's left distal femoral mets. Noted on the form: "femoral stem loosening of a mets prosthesis."

Event description:
A patient specific implant request was received for the patient's left distal femoral mets. Noted on the form: "femoral stem loosening of a mets prosthesis."

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, distal femoral replacement, femoral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: the implant in situ was for mets distal femoral replacement which was inserted on (B)(6)2016. The surgeon reported aseptic loosening of the femoral stem. The CT image provided shows radiolucency along the femoral stem mainly between the cement mantle and bone, especially near the resection, together with the bone remodelling. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional pre-post operative x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.